Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis (dka) and was subsequently hospitalized. The customer's blood glucose (bg) level was approximately 500 mg/dl. The cause of the bg/dka was unknown. Reportedly, the customer received fluids and insulin intravenously while in the emergency room in order to treat the dka. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.